Manufacturer narrative:
Device evaluation: one smiths medical cadd duodopa pump was returned for analysis. During analysis, the customer's stated problem could not be confirmed or duplicated. The device started up and ran with no issues. Event log history was performed and found "high pressure" alarm message recorded in history. Service recommended to replace the downstream occlusion (dso) sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical infusion pump had a continuous alarm. It was reported the nursing staff had use issues with the setting the pump.